Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure cardiac shadow was noticed, and pericardial effusion was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Patient's condition was stable after pericardial drainage upon follow-up observation. There¿s no indication that extended hospitalization was require as a result of the adverse event. The physician concluded that the issue occurred while ablating the right pulmonary vein (rpv) anterior wall with high contact force. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure cardiac shadow was noticed, and pericardial effusion was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Patient's condition was stable after pericardial drainage upon follow-up observation. There¿s no indication that extended hospitalization was require as a result of the adverse event. The physician concluded that the issue occurred while ablating the right pulmonary vein (rpv) anterior wall with high contact force. On 10/4/2020, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was a 70-year-old female. Patient's condition was stable after pericardial drainage, her condition improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. There was no evidence of steam pop during the procedure. No error messages were reported from any equipment. A manufacturing record evaluation was performed for the finished device 30373638m number, and no non-conformances related to the complaint was found during the review. It was noticed that the following information was inadvertently omitted from section b5. Event description of the 3500a initial medwatch report. ¿the customer¿s reported high contact force was assessed as not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).